Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during preventative maintenance, the 980 ventilator did not pass the circuit pressure portion of the extended self test (est) with an "inspiratory autozero solenoid not operational" message. The device was available for evaluation. While the service personnel (sp) was performing preventive maintenance, the ventilator failed the circuit pressure test portion of the extended self test (est) with an "inspiratory autozero solenoid not operational" message. Based on the est code, sp replaced the inspiratory flow module(ifm) printed circuit board assembly (pcba). Additionally, sp observed that the two batteries had expired and replaced them. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned ifm pcba found no anomalies. As the reported issue was the subject of a previous investigation and the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing internal corrective action. The batteries were replaced as part of preventive maintenance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventative maintenance, the 980 ventilator did not pass the circuit pressure portion of the extended self test (est) with an "inspiratory autozero solenoid not operational" message. There was no patient involved.